Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition. During previous service on (B)(6) 2005 the pumphead module was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a failure on channel a was confirmed as failure code 810:03. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced a failure on channel a failed in the nursing department. It is unknown when or at what point in the process this condition occurred. This condition was confirmed as failure code 810:03, which interrupted delivery according to the device event history. There was no patient involvement. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.